Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their right hand is going towards their body since date notified. An appointment with their healthcare professional (hcp) is scheduled for (B)(6), and a meeting with a manufacturer representative (rep) was requested. No further complications are anticipated. The patient's indication for implant is movement disorders.